Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has moisture under the lcd display screen. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting found that the customer put the pump in the washing machine and went blank immediately after. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.